Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the device's battery does not take a charge and the device will not pass the auto test. There was no reported patient involvement/adverse patient impact.